Manufacturer narrative:
The customer ordered part ID for rp-ui assy, 2nd gen, eng, v60 to resolve the reported issue. It is unknown if the customer replaced the rp-ui assy, 2nd gen, eng, v60. Multiple attempts were made, with no response to questions, only that the customer needed to order the rp-ui assy, 2nd gen, eng, v60 and hasn't reached out about replacing it. This file is closed and can be reopened if new information becomes available.

Manufacturer narrative:
Date of report: 31aug2021. There was no patient involvement.

Event description:
The customer called into technical support (ts) reporting that the device operates however the screen is dim. The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed reported problem. Customer has attempted to adjust the intensity however there is no adjustment. The rse advised customer to replace the user interface assembly. Advised customer that the new user interface requires software version 2.10 or higher. Customer also requesting parts ID for battery due to preventative maintenance reasons. The rse provided rp-ui assembly, 2nd gen, eng., v60 and battery per request. Further information is pending.